Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The nurse of a peritoneal dialysis (pd) pt reported the pt found a fluid leak during the pt's treatment. During a follow-up for a separate reported event, the pt's nurse stated that during the pt's treatment the pt observed a fluid leak out from the cassette. The set was not made available for eval. During follow up the pt's nurse stated the pt did not have any signs of infection and was not administered any antibiotics. No adverse event reported at this time.